Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003 , explanted:(B)(6) 2022, ubd: 03-apr-2005, UDI#: (B)(4), product type :catheter; product ID 8578 , lot# hg4lc3y13 , implanted:(B)(6) 2021, explanted: (B)(6) 2022 , ubd: 20-aug-2022, UDI#:(B)(4) product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine (asked unknown mcg/ml at asked unknown mcg/day) and morphine (unknown) (asked unknown mg/ml at asked unknown mg/day) via an implantable pump for non-malignant pain. It was reported that since the catheter revision surgery the patient has had a problem where for a couple of days their pain is gone and then it returns, just like it was before the catheter was fixed. The caller stated that it keep repeating and "I am going out of my mind". The patient was redirected to their healthcare provider to further address the issue. Additional information received from the healthcare provider on 2021-nov-04 reported that the cause for the patient¿s intermittent pain relief was not able to be determined. The actions taken to resolve the issue was an MRI of lumbar sacral spine. Additional information was received from a healthcare provider (hcp) and consumer via a company representative (rep) on (B)(6) 2022 regarding a patient receiving intrathecal morphine 10 mg/ml at 3.006 mg/day and via an implanted pump. It was reported the patient had pain symptom return with no cerebrospinal fluid (csf) flow from the catheter. It was further reported that the patient noted that the tdd system was not working properly and not providing relief. There were no known factors that may have contributed to the issue. No known diagnostics done prior to procedure. Logs were read in preop but nothing abnormal was observed. The catheter was replaced with the 8780 on (B)(6) 2022 and steady csf was observed. The pump was also replaced. It was noted the customer refused return of the pump and catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.